Event description:
Additional information received indicates the right lead had high impedance causing ineffective stimulation. During the procedure, the left lead was damaged in the process of removing the right. As such, the ipg was explanted, replaced and relocated and the leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site due to ipg migrating in the pocket. Surgical intervention may be pending to address the issue.